Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sudden drop in battery voltage was observed. Next day through merlin.net transmission, it was noted that the battery voltage went back to normal. After reviewing the session records, technical services commented that this device behavior couldn't be explained unless the device will be returned back for analysis. Physician decided to keep the device implanted and monitor it. Patient was doing well.